Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon device contributed to the patient¿s wound infection? If yes, please provide the following information for each individual patient: product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? Citation: surgical infections 2011:12(2):a-13 - a-14. Doi: 10.1089/sur.2011.9918 - (B)(4).

Event description:
It was reported in journal article ¿prevention of postoperative infections in abdominal surgery using reabsorbable suture with antibacterial activity (vicryl plus) versus reabsorbable standard sutures¿ the incidence of postoperative inflammatory complications in elective surgery on the stomach and colon were compared. Reabsorbable sutures with and without antibacterial activity were used to close the abdominal wall and digestive anastomosis. This was a prospective, randomized, open-label, comparative study. The study consisted of patients (median age 63 years) with clean-contaminated operations from 18 years old, operated upon benign and malignant diseases of stomach and colon using sutures with antibacterial activity (study group; n=65) or using different reabsorbable sutures without antibacterial activity (control group; n=68). Complications in the study group were 12.3% and include: anastomosis leakage (n=2), surgical wound infection (9.2%). The study concludes that use of triclosan-coated sutures for abdominal wall closure and digestive anastomosis formation can reduce the number of intraabdominal postoperative complications and the number of wound infections in patients with clean-contaminated operations on stomach and colon. Additional information has been requested.